Manufacturer narrative:
Device received with intermittent button response due to flattened bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had issues with the buttons. The customer¿s blood glucose level was 345 mg/dl. Customer stated that the buttons on insulin pump were sticky and sometimes customer not able to keep it down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.